Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green caps of four (4) amia automated pd cycler sets ¿has fallen off inside of the secondary over pouch¿. This was observed before use for peritoneal dialysis therapy and as a result, the sets were not used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.